Event description:
It was reported that a customer's pump had a cracked or shattered touchscreen, resulting in it being ineligible. There was no information available on the impact on the customer's blood glucose level. The customer's device will be returned for further inspection, and a replacement pump has been arranged.